Manufacturer narrative:
There were 3 pinhole leaks in the balloon. Two holes appeared to be needle holes that entered and exited the balloon. The third hole appeared to be a needle hole that did not exit the other side of the balloon. The rating for the balloon was undetermined. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a tmx 2.5 catheter had a balloon that deflated during the procedure. The treatment was terminated. No pt injury was reported. Pt info and event details were not provided.